Event description:
I had to have my gastric lap band removed after getting it fixed after it broke twice. The second time the hose wrapped around my spleen and damaged it. I continually have stomach and intestinal issues. The pain in my stomach is unbearable. I have severe spasms that come quite regular right where the port was located. The gastro doctor said there is no fix for this issue. It's debilitating and has almost made me to have to quit working. I am in a group with thousands of people who have been permanently damaged by the lap band. The care you receive when you have a lap band can be a nightmare. Many turned away from ER because they cannot help them and refuse to touch a bariatric patient. This device is garbage... My doctor and many other doctors are now refusing to place them due to the many problems caused by the band. Yet the manufacturer is not held accountable. We want some help here. We are suffering and no one cares. (B)(6) has now started a class action suite... Why can't we?